Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided yet. Therefore it is not yet possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in the USA during treatment. It was reported that the hls set had pressure reading issues. The post oxygenator abg showed pao2 greater than 400. The pressures were in the 300s then ramped up to 400s in a short period, pint 400 and part 415. No harm to any person has been reported. As any pressure issue can lead to a pump stop during treatment, a report is required. Complaint ID# 1567533.